Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump would not power on. The patient replaced the battery to no avail. There was no report of misuse, damage or moisture exposure to the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed an unacknowledged "no delivery, no prime" warning followed by a "replace battery" alarm; the recorded voltage at the time of the alarm was low. There was no damage found to the battery compartment or cap. The battery cap was secured to the pump with no yellow o-ring showing. The pump was exercised for 24 hours without power issues.